Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a high out-of-range pace impedance measurements and loss of capture (loc) with no asystole. A lead fracture was suspected, but not confirmed. This lead was surgically capped and abandoned, and a new ra lead was successfully implanted. No additional adverse patient effects were reported.